Manufacturer narrative:
Section h3, h6: the associated device was returned and evaluated. The visual inspection did not confirm the stated failure mode. However, a review made by the quality engineering team revealed the proximal area of the the tibia was oversegmented. This issue was mentioned to the team that worked on this case and additional emphasis was put on following the visionaire segmentation standards. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have reason to suspect that the product failed to meet any specifications at the time of manufacture. The root cause of this event was determined to be over segmentation during the design of the device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. E1 initial reporter name and address (enter complete address for esubmission).

Manufacturer narrative:
Reference number: case(B)(4).

Event description:
It was reported that, during left leg tka surgery, the surgeon concluded that one (1) vis adpt guide lgnp kit was not fitting well at the time the tibial block was placed. The surgeon noticed that the block would put him in 10 degrees varus, so he resumed the procedure without significant delay changing to a standard cutting block. The prosthesis sizes used were the same as initially templated. The final outcome of the surgery was satisfactory and the patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The visual inspection did not confirm the stated failure mode. However, a review made by the quality engineering team revealed that the proximal area of the tibia was oversegmented. This issue was mentioned to the team that worked on this case and additional emphasis was put on following the visionaire segmentation standards. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. As visionaire devices are custom made devices, a review of the complaint history for this part is not applicable. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the inspection drawing, final inspection includes the verification of part configuration per print. Also the device should be measured with a caliper to ensure the correct size. At this time, we do have reason to suspect that the product failed to meet specifications at the time of manufacture. The root cause of this event was determined to be over segmentation of the proximal area of the tibia. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6 (investigation findings and investigation conclusions), h10 (results of investigation).